Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod had been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, that the reservoir compartment smells like insulin. The customer did not know if insulin leaked from the current or the previous reservoir. Nothing further was reported.